Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of the clinical files showed the device was used appropriately for a suspected cardiac arrest patient showing signs like unconsciousness, absence of breathing, and no pulse. ECG data showed that segments 2 and 3 matched the definition for coarse ventricular fibrillation (vf). Segment 1 was not considered shockable due to lack of matching waveform characteristics. Contributing factors included very low rhythm voltage, a low percentage of similarly sized peaks, and fewer total peaks. Segment 1's measurements were borderline compared to segments 2 and 3, which were just defined thresholds. Despite similarities across all three segments, only segments 2 and 3 met criteria for shock. The device functioned correctly and within its design limitations. Analysis for reports of this type has not identified an increase in trend.